Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that when loading the lens, the haptics were noted to easily kink to the point where the lens had to be removed from the eye. Two additional lenses were attempted to be implanted; however, also experienced the same issue and resulted in the iol tilting. Thus, the lenses had to be removed from the eye. A fourth lens was implanted within the same procedure to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided. The device was not returned thus a proper device analysis could not be completed. Nor, the reported issue confirmed. It was mentioned by the customer that there was no damage noted to the device during preparation for use. Thus, indicating a product quality issue did not contribute to the reported difficulties. Additionally, it was stated by the customer that they are using a scleral tunnel fixation technique to implant lenses. This technique induces a large amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the lenses are being used off-label. We have contacted our medical chief officer and he has contacted the doctor to further assist in this investigation. Based on his assessment it was stated that the reported kink/tilting issue was likely caused by the off-label technique used. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.

Event description:
It was reported that when loading the lens, the haptics were noted to easily kink to the point where the lens had to be removed from the eye. Two additional lenses were attempted to be implanted; however, also experienced the same issue and resulted in the iol tilting. Thus, the lenses had to be removed from the eye. A fourth lens was implanted within the same procedure to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.